Event description:
Sorin group received a report that the s5 mast roller pump stopped during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 mast roller pump stopped during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative ran the pump and inspected all the connections and pins on the motor control board and the motor end stage board. No issues were found. The motor control board was replaced and subsequent testing found everything to be functioning properly. The investigation is ongoing. A follow up report will be sent when the investigation is complete.